Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the atrial lead exhibited noise that was oversensed by the device that led to abnormal pacing. The lead was explanted and replaced. The patient was in stable condition.